Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of a leadless implantable pulse generator (ipg), the patient experienced a pericardial effusion, perforation and cardiac tamponade. The cause was listed as protrusion of the epicardium side of the tines. In addition, the device had been deployed in the mid septum, and high thresholds were measured. Thus the device was implanted proximal to the septum in the apex. A pericardial drain was performed. The ipg remains in use. The patient is a participant in a (B)(6) study. No further patient complications have been reported as a result of this event.